Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the kit was opened for the procedure, it had a clean slice in the cover, which penetrated the sterile barrier. The device was not used in/on the patient, the slice was found in the cover prior to use.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one powerport m.r.I. Implantable port with 8 fr s/l polyurethane catheter kit was returned. A visual inspection was performed. The outer tray cover showed two lateral gashes across in the middle and right hand side segments of the tray and through the outer tyvek cover. The same gashes were reflected in the inner tray cover. Therefore, the investigation is confirmed for breach of sterile barrier. Per evaluation results, the noted gashes present on the device packaging are consisted with sharp instrument damage, similar to that left behind with some sort of blade. While a definitive root cause could not be determined based upon available information, it is unknown if device handling and/or storage conditions at the user facility contributed to the reported event. It should be noted that an acceptance quality limit (aql) inspection is perform for the tray sealing areas along with specific inspection on the device package for holes or damage. Therefore, it is unlikely that the issue occurred during manufacturing. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiation date: 01/2020).

Event description:
It was reported that when the kit was opened for the procedure, it had a clean slice in the cover, which penetrated the sterile barrier. The device was not used in/on the patient, the slice was found in the cover prior to use.